Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Reportedly, the customer over bolused for a meal resulting in their bg decreasing and causing the customer to become combative and lose consciousness. The customer¿s spouse administered nasal spray and honey to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.